Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and five (5) photos were provided by the customer for investigation. The sample was returned in an opened blister pack. The returned sample was only the plunger rod assembly as the syringe barrel was not returned. The plunger rod has a piece broken off of one (1) of the ribs and there is damage to another of the ribs. Five photos were provided by the customer for investigation. One (1) photo shows the non-conforming plunger rod, the piece of the plunger rod which has broken off, and the top web of the blister pack. Two (2) photo show the plunger rod from different angles showing the damage to the plunger rod ribs. The fourth (4th) photo shows the piece of the plunger rod which has broken off. The fifth (5th) photo shows the bottom of the blister pack which provides the batch information. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger rod broken / damaged for lot #8165919 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage.

Event description:
It was reported that a damage was found before use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "found the product was damaged before use."